Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, device passed self-test and displacement test. No unexpected e/a alarm anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to push and the insulin pump received error code. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.